Manufacturer narrative:
Manufacturer's report date: april 25, 2014. Internal file no: (B)(4). This report was filed by the manufacturer. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reported a camptosar chemotherapy leak with noticed 30 minutes into infusion at the tubing and male luer connection. The bag volume was 250ml and the customer suspects approximately 75ml leaked onto the floor. A new IV set was setup and re-dosed 70% of the 250ml volume with no problems. There was no report of patient harm or medical intervention. No further patient/event information is available.